Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had pain and the device didn¿t seem to be working. It was reported it was the same pain she got the implant for, but it was a little bit worse. It was reported the patient had talked to her hcp about getting reprogrammed.